Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed the presence of thrombus in the pump which could have contributed to the reported elevated ldh, as well as to the power elevations, low speed and pump stop events noted in the submitted log files. The submitted system controller log files captured several elevations in power (up to 25.5 w) and corresponding flow (up to 12.0 lpm) were captured throughout the log file. Several low speed and pump stop events were also, accompanied by low speed advisory alarms, low speed hazard alarms, low flow hazard alarms, high motor current flags, low speed operation alarms, and motor stop alarms. No additional atypical alarms were captured. Upon disassembly of (B)(6), examination of the textured blood-contacting surface of the inlet elbow revealed a red, tissue-like deposition of blood. This deposition was not adhered; however, its appearance indicated that this thrombus likely developed over an undetermined period of time while (B)(6) was in operation. A red, soft, tissue-like thrombus formation was adhered to the bearing cup on the distal side of the inlet stator, causing the bearing cup to be entirely pulled out from the bore of the distal side of the inlet stator. Upon removal of the bearing cup and the adhered thrombus formation, a laminated thrombus formation was found surrounding the inlet bearing ball. Its laminated layers and areas of denaturation indicate that this thrombus likely developed over an undetermined period of time while (B)(6) was in operation. In addition, the body of the rotor revealed a soft, red thrombus situated on the inlet section, mid-section between the rotor blades as well as on part of the bearing ball. The proximal side of the outlet stator revealed soft, tissue-like, dark red and white thrombus formations. These thrombus formations were not adhered. The thrombus formations on the body of the rotor and proximal side of the outlet stator lacked laminated layering, suggesting that they did not initially form in these areas; however, their origin could not be determined. The dark areas of denaturation on the thrombus formations found on the proximal side of the outlet stator indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. Visual inspection of the remaining blood-contacting surfaces of the returned device did not identify any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, the occlusion of the blood flow path through the outlet stator, blood tube, inlet stator, and inlet elbow could have contributed to the reported elevated ldh. The thrombus formations also would have increased resistance against the pump¿s spinning rotor contributing to the reported power elevations, as well as to the low speed and pump stop events. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Incidental finding: in addition to the confirmed thrombus in the inflow cannula, thrombus was also observed in the inlet stator, rotor and outlet stator. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The controller fault was reported in MFR report #2916596-2020-01228. The referenced previous admission and infection were reported in manufacturer report number 2916596-2020-00539. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was previously reported that the patient had been taken to the operating room for a pump exchange on (B)(6) 2020 due to a severe driveline infection. The patient had a pus pocket at the site of the pump so the surgeons could not perform the exchange. The patient was placed on intravenous antibiotics and the surgeon hoped to either exchange the pump at a later time if the patient could tolerate it or stabilize the infection so that the patient could receive a gastric sleeve and transplant. It was reported that the patient had a clotted inflow cannula. Patient also had low flow alarms, low speed advisories, and controller fault alarms. An echocardiogram (echo) showed an inflow clot. Patient was admitted to the intensive care unit (ICU) and started on inotropes and anticoagulants. Patient was admitted to the hospital on (B)(6) 2020 for power spikes and flows reading +++. Patient's lactate dehydrogenase (ldh) levels were elevated (over 1000 u/l). Transesophageal echocardiography (tee) confirmed a mobile thrombus external to the inner cannula on (B)(6) 2020. Log file review showed extremely high elevated power and flows above normal parameters on both (B)(6) 2020 and (B)(6) 2020. Average pulsatility index (pi) on (B)(6) 2020 was very low during these events. Pump stops were also reported on (B)(6) 2020. It was reported that the patient's vitals remain stable as of (B)(6) 2020. His ldh remained elevated, but partial thromboplastin time (ptt) was therapeutic. No other signs or symptoms of hemolysis were present. The patient stated that he felt palpitations but had no other complaints. Pump was explanted on (B)(6) 2020.